Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during procedure, they had a lot of difficulties and the anchor broke in 3 pieces at the time of the impact despite having used the punch to prepare the insertion. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The reported multifix s peek device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the patient had the anchor broke in 3 pieces during impact. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) incorrect alignment during pound in. Improper alignment during pound in can result in damage to the device or device failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.